Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the subject meter began reading inaccurately at 11:45am on (B)(6) 2019, when he obtained an alleged inaccurate blood glucose result of ¿100 mg/dl¿. The patient indicated that this result was high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with metformin, glipizide and januvia oral medication, diet and/or exercise. He denied making any change to his usual diabetes management routine after obtaining the alleged inaccurate results. He stated that at 2pm on (B)(6) 2019, he developed symptoms of ¿dizzy, lightheaded and confused¿. He reported that he self-treated his symptoms by eating peanut butter and crackers. He indicated that on an unspecified date/time, a blood glucose result of 80mg/dl was obtained on a doctor/clinic meter. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure. However, it was established that the patient was not using onetouch ultra test strips as detailed on the instructions for use but was instead using ¿true result¿ test strips. The patient onetouch ultra test strips to insert into the meter and also did not have control solution. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high readings on the onetouch meter while using off-brand test strips.